Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had a fracture discovered via fluoroscopy and had high impedance. It was capped and replaced. The patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had externalized conductors discovered via fluoroscopy. The lead had high impedance. It was capped and replaced. The patient was fine.